Event description:
This is filed to report single leaflet device attachment and device dislodgement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with a large gap, restricted and short posterior leaflet. An xtw (30106r1017) was deployed on the mitral valve without issues. To further reduce mr, an ntw clip was inserted and advanced into the left ventricle (lv). To reposition the clip, the physician attempted to retracted the clip into the left atrium (la). However, while doing so, the clip moved in an unintended direction, causing it to come in contact with the implanted xtw. This caused the xtw to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The ntw clip was then implanted, reducing mr to a grade of 2-3. An additional ntw clip (30116r1108) was inserted in an attempt to stabilize the slda. However, due to the patient anatomy, the grasping and capturing were difficult. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation associated with the single leaflet device attachment (slda) was due to the clip being impacted by a subsequent clip in conjunction with challenging patient anatomy (short posterior leaflet). The reported device damaged by another device (dislodged) associated with the clip being impacted by a subsequent clip was due to procedural circumstances (unintended movement of the subsequent clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in report is being filed under a separate medwatch report number.